Event description:
It was reported that the smartpass feature disabled in this subcutaneous implantable cardioverter defibrillator (s-ICD) due to low signal amplitude r-wave measurements and undersensing. Technical services (ts) discussed potential troubleshooting and programming options. The smartpass feature was re-enabled and monitoring was continued. Additional information was later received that the smartpass feature again disabled. The device then delivered an inappropriate shock due to oversensing. Review of stored device data noted small signal amplitude measurements with a morphology change due to a potential bundle branch block. The clinic plans to re-evaluate all sensing vectors and consider potential programming options. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. The device and electrode were explanted. There is no information indicating that a new system was implanted. No additional adverse patient effects were reported. The return of the product has been requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the smartpass feature disabled in this subcutaneous implantable cardioverter defibrillator (s-ICD) due to low signal amplitude r-wave measurements and undersensing. Technical services (ts) discussed potential troubleshooting and programming options. The smartpass feature was re-enabled and monitoring was continued. Additional information was later received that the smartpass feature again disabled. The device then delivered an inappropriate shock due to oversensing. Review of stored device data noted small signal amplitude measurements with a morphology change due to a potential bundle branch block. The clinic plans to re-evaluate all sensing vectors and consider potential programming options. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.